Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "double face box"? Was there 2 different product codes and description on the outer label for 2 sides of the same box? Different product description on the same box. Please confirm the total qty involved? Was there issue with 1 or 2 boxes? 1. The pictures attached show 2 different product codes, code (B)(4), lot mem817 and code (B)(4), lot mem953. Was there a total of 2 boxes for each product code where reported issue noticed? It's the same box with 2 different description. Is there an indication of how the product was distributed? Device shipped directly from (B)(6). Is there any indication of the source? See above. Based on the packaging, is there any indication of which market the original genuine product may have come from? Unk.

Event description:
It was reported that prior to use on a patient, the customer found a box of suture with a double face. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2018. Evaluation: twelve samples of product and an opened box with information of two different product codes printed on the sides were returned for analysis. During the visual inspection of the box, a mismatch between the lateral sides of the printed box was observed as one side belongs to the product with silk suture (sutupack), and the other side belongs to the product with mersilene suture. The visual inspection found the samples inside of the box belong to the product with mersilene suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of packaging - labeling identification is wrong or mixed batch\order number or product code.